Event description:
It was reported that the bd ultra-fine¿ 1ml insulin syringe had liquid in barrel. The following information was provided by the initial reporter, translated from japanese to english: fm (liquid) in barrel. And there was also liquid in the barrel.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ 1ml insulin syringe had liquid in barrel. The following information was provided by the initial reporter, translated from japanese to english: fm (liquid) in barrel. And there was also liquid in the barrel.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1326738. All inspections were performed per the applicable operations qc specification.